Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.50mmx15mm nc emerge balloon catheter was advanced for dilation. However during first inflation at a nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.